Event description:
It was reported that on an unknown date in (B)(6) 2018, a 25mm epic valve was implanted in the patient. On (B)(6) 2025, the valve was explanted because the leaflet was torn. A new non-abbott valve was implanted. The patient was reported discharged.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of torn on the leaflet and structural valve deterioration was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the available information, the cause of the reported structural valve deterioration and torn on the leaflet could not be conclusively determined. The hospitalization and surgical intervention were a result of case-specific circumstances. There is no indication of a product issue with regards to manufacture, design, or labeling.

Event description:
N/a